Event description:
It was reported that the pt was unable to hear through the speech processor and was seen in the clinic for troubleshooting. The external parts were checked, but the situation remained. Testing in situ showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.